Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility provided a medwatch report which reported a patient adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The patient was noted as having been receiving hd therapy for approximately 1 hour 20 minutes when the specific gravity of the granuflo was determined as being above its normal limits. The patient's blood was returned and treatment was resumed with new acid dialysate that tested within normal limits. The patient dialyzed for an additional 2 hours and 25 minutes with no reported issues. However, 15 minutes after completing the hd treatment, the patient was found to be unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and the patient was transferred to the hospital. The facility noted that the alarm parameters on the hd machine were not set per policy around the tcd. Upon follow up with the clinic manager, it was revealed that the patient¿s cardiopulmonary arrest was due to the patient¿s defibrillator intermittently failing, not the granuflo issue. The machine did not malfunction and was not removed from service following this incident. No sample of the acid concentrate is available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the complaint could not be confirmed. A manufacturing review was performed of the products shipped to the dialysis center for the 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all granuflo dry acid concentrate (granuflo) shipped to the account within the selected time frame. A records review was performed on the 9 lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. Per the documented product investigation, there was no indication that the granuflo caused, contributed to, or was a factor in the reported event. No medical records were made available; therefore, there is no way to confirm a causal relationship between the granuflo dry acid concentrate and the adverse event.

Event description:
A user facility provided a medwatch report which reported a patient adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The patient was noted as having been receiving hd therapy for approximately 1 hour 20 minutes when the specific gravity of the granuflo was determined as being above its normal limits. The patient's blood was returned and treatment was resumed with new acid dialysate that tested within normal limits. The patient dialyzed for an additional 2 hours and 25 minutes with no reported issues. However, 15 minutes after completing the hd treatment, the patient was found to be unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and the patient was transferred to the hospital. The facility noted that the alarm parameters on the hd machine were not set per policy around the tcd. Upon follow up with the clinic manager, it was revealed that the patient¿s cardiopulmonary arrest was due to the patient¿s defibrillator intermittently failing, not the granuflo issue. The machine did not malfunction and was not removed from service following this incident. No sample of the acid concentrate is available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Clinical investigation: the reported event was evaluated by a fresenius clinician who concluded the following as it pertains to the fresenius products in use during the patient¿s hemodialysis (hd) treatment. There is no documentation supporting a possible association between the 2008t hd machine and the patient's arrhythmia and cardiopulmonary arrest. A possible association exists between the alarm parameters and the related granuflo concentration and the patient¿s arrhythmia and cardiopulmonary arrest. However, the patient has a significant medical history which includes cardiomyopathy and an automatic implantable cardioverter defibrillator (aicd). Additionally, the patient had a noteworthy potassium level of 2.5. Therefore, the likely cause of the patient¿s arrhythmia and cardiopulmonary arrest lies in the patient¿s comorbidity of the diagnosis of cardiomyopathy, the hypokalemia state, and the possibility of a defibrillator that intermittently fails.